Event description:
Balloon ruptured during procedure without any patient injury.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. Visual inspection found that the balloon was torn near the distal glue band. On microscopic examination, the appearance of the tear suggested that the most likely cause of this failure can be attributed to the unit being passed through a tight introducer. The IFU supplied with this product instructs the user to use at least a one french size larger introducer than the catheter's french size. However, no specific conclusions can be drawn.